Manufacturer narrative:
Investigation: per the customer, 265 ml of product was collected and is going to be used for transplant. The customer stated that it is a citrate reaction that occured due to infusion rate of 1.2 ml/min/ltbv. At an ac infusion rate of 1.2 ml/min/ltbv, the donor was receiving 4 ml of ac per minute. Per optia concepts of ac management, the recommended maximum ac infusion rate limit is 1.2mls/min/ltbv, however, it can be increased by the operator above the limit and the procedure will continue in caution status. The ac infusion rate range in caution status is 1.3 ml/min/ltbv to 2.5 ml/min/ltbv. A used optia idl set containing blood was returned for investigation. Upon visual inspection, it was noted the that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Based on the evidence found in the investigation,the root cause of the reported failure was not related to the disposable. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an allogeneic donor experienced a citrate reaction during a continous mononuclear cell (cmnc) collection on a spectra optia device. The customer reported that approximately 4.5 hours into the donation, the donor complained of chest pains. The nurse decreased the ac infusion rate from 1.2 to 0.8, but it did not make any changes to the donor reaction. The collection was stopped and per the physician's orders, a bolus of 500ml of 0.9% normal saline (ns) and 2 l of oxygen (o2) were administered to the donor. In addition the donor was given an echocardiogram (EKG) with blood test for electrolyte panel was performed. Per the rn, the ionized calcium level of donor was found to be 0.96 mg/dl and after 2 hours of observation in the hospital, the donor was reported in stable condition and able to return home. The customer declined to provide the patient's identifier (ID).

Manufacturer narrative:
Investigation: the disposable set was returned for investigation and it was also confirmed that the ac check valve was present on the ac line. To calculate an individualized "citrate dose" for each patient, the optia system multiplies the configured maximum ac infusion rate times the patient¿s total blood volume. This calculation determines the rate at which ac (citrate) will be infused to the patient each minute. At an ac infusion rate of 1.2 ml/min/ltbv, the donor was receiving a citrate dose of 4 ml of ac per minute(1.2 ml/min/ltbv x 3.384ltbv). This calculation represents the worst case scenario by assuming that all ac was being returned to the donor. The final product volume was 263 ml, including ac. Root cause: a definitive root cause for the donor's citrate reaction could not be determined. Possible causes for the reaction include, but are not limited to ac management during the procedure, the length of the procedure, and/or the donor's sensitivity to anticoagulant.